Event description:
The stem extractor failed to hold the stem properly. This event did not occur during a surgical procedure.

Manufacturer narrative:
Summary of evaluation: the results of the evaluation performed indicate that the cause of the event was attributed to a less then optimum design. Corrective action has long since been implemented to preclude similar events.